Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during placement. As a result, a loop of the coil was observed protruding into the parent artery. No patient injury reported.